Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the definitive cause of single leaflet device attachment/slda resulting in tricuspid regurgitation could not be determined. It should be noted that per the indication for use section of the mitraclip system instructions for use states: "the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). There is no indication that the off-label use of the mitraclip device influenced the reported events. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda, recurrent tricuspid regurgitation, medical intervention. It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 4. It was noted dilated annulus and one clip was successfully deployed in the mitral valve, reducing mr. On (B)(4) 2019, one clip was successfully deployed for off label use in the tricuspid valve, reducing tr to 1-2. There was no clinically significant delay in the procedure. On (B)(6) 2019, during follow up, imaging revealed that the clip became detached from the septal leaflet but remained attached to the other leaflet (single leaflet device attachment/slda), increasing tr to 4. The patient was medically treated to prevent symptoms; however, the slda and recurrent mr was not treated. No additional information was provided.